Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Pending evaluation. Concomitant medical products: 320-15-01, 5766134, rs glenoid plate post aug, 8 deg, left. 320-15-05, 6252982, eq rev locking screw. 320-01-38, 6211877, equinoxe reverse 38mm glenosphere. 320-10-00, 6263583, equinoxe reverse tray adapter plate tray +0. 320-20-00, 6196263, eq reverse torque defining screw kit. 300-01-11, 6255158, equinoxe, humeral stem primary, press fit 9mm. 320-20-38, 6006269, eq rev compress screw lck cap kit, 4.5 x 38mm. 320-20-26, 6183498, eq rev compress screw lck cap kit, 4.5 x 26mm. 320-20-22, 6155090, eq rev compress screw lck cap kit, 4.5 x 22mm. 320-20-18, 6063613, eq rev compress screw lck cap kit, 4.5 x 18mm.

Event description:
Approximately 9 months post-op the initial left tsa, the female patient was revised for infection. All implants were removed, and a antibiotic infused spacer was inserted. Patient was last known to be in stable condition following the event. Devices not returning due to facility policy.